Event description:
A pt inserted a contact lens and reported pain 15 minutes following insertion and removed the lens. The pt had previously worn 4 lenses from this multipack without any issues. The following day, the pt went to a hosp and was diagnosed with a corneal ulcer on their right eye. The pt was treated with retinol palmitate 10.000 ui, gentamicin sulfonate 3 mg. Dl-metionin 5 mg, tobrex, exocin and nolotill. The pt was then instructed to continue exocin, tobrex, nolotil and add diclofenaco lephori and fimabak. The pt's ulcer had healed but treatment is continuing. No additional info available at this time.